Manufacturer narrative:
Age at time of event: approximately 70 years. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right common iliac artery. An attempt was done to advance an unspecified guide catheter and guide wire from the left groin through the left iliac system but was unsuccessful so the physician did a right groin stick and was able to advance the guide catheter and guide wire. Predilation was not performed and a 7.0x40x75cm express® ld iliac / biliary stent was advanced to the lesion. The device was positioned in the lesion however it was noted that the stent had come off the stent delivery system (sds) balloon. The stent was already in the intended target lesion when it was detached. The physician noted that the stent dislodgement was due to excessive calcification of the lesion and not performing predilation. A 3mmx40mm mustang balloon catheter was then advanced and inflated the stent. The physician opted to use a 5mmx20mm mustang balloon catheter to inflate the stent more but was afraid that the balloon might rupture so the sds balloon was used to inflate the stent again to its expected diameter. The vessel was opened and the blood was flowing. No further patient complications were reported and the patient's status was fine.